Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The moisture damage was found on motor assembly. No unexpected noise or audio/beep anomaly noted. We were unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was 171 mg/dl at the time of incident. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.